Manufacturer narrative:
The device was returned to the manufacturer for repair. The service records indicate that the device has not been in for service since purchased in 2008. The inspection found that the device had a weak motor. The weak motor may have contributed to an inconsistent cut. In addition, the control bar setting was found to be out of calibration. The cause of the reported issue is possibly due to the weak motor, the device was out of calibration and a lack of preventive maintenance. The zimmer air dermatome instruction manual provides instructions for device inspection prior to operating, and for cutting the graft. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome device was cutting short graft and bounds when it took the skin. Additional clinical follow up received from the hospital on "(B)(6) 2011" indicated that an additional graft was harvested.